Event description:
I kept receiving unusually high readings from my free style lite testing. I doubled my dose of metformin and then passed out from my blood sugar dropping too low. Dose or amount: 2; frequency: daily; route: cutaneous. Dates of use: (B) (6) 2009 - (B) (6) 2010. Diagnosis or reason for use: type 2 diabetes.